Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the handset will intermittently cause the lift to raise by itself. He states inside the handset, you can hear loose parts. He alleged that while moving the pendant, the broken internal parts will make contact and cause the unit to raise.